Manufacturer narrative:
Capital equipment evaluated at the customer site. The field service engineer (fse) discovered a crack in the disinfectant tank. The fse replaced the disinfectant tank and function tested the unit - all passed. The fse also performed a cycle - it also passed. The system conformed to the manufacturer's specifications.

Event description:
The customer alleged an fs mechanical failure message. An asp field service engineer (fse) went to the facility assessed the unit and diagnosed a small amount cidex solution leaked out onto the floor. There were no injuries involved. The fse repaired and returned the unit to operation.